Event description:
It was reported that the patient's artificial urinary sphincter cuff was replaced for unknown reasons. The cuff was replaced with a 4.0 cm cuff. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.

Event description:
It was reported that the patient's artificial urinary sphincter cuff was replaced for unknown reasons. The cuff was replaced with a 4.0 cm cuff. Additional information reported revealed that the patient experienced recurring incontinence with their artificial urinary sphincter since implant. Cystoscopy was performed. Multiple error were corrected. The patient was stable following the replacement. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.